Event description:
The facility representative called baxter technical service on (B)(6) 2010 to report an infusor pump that alarmed occlusion and caused an interruption of therapy. This was found during patient use, with no patient injury reported or medical intervention. Although baxter attempted to obtain information, details were not available on this event. No additional information is available.

Manufacturer narrative:
The reported condition of alarmed occlusion could not be confirmed or duplicated. The device was ran and no false occlusion alarms occurred. (B)(4).

Event description:
It was reported to siemens that a (B)(6) pt underwent a right shoulder MRI on (B)(6) 2010. The pt was seen by her own physician on an unk date. The pt's physician contacted the hospital on (B)(6) 2010 to report this event. A picture was provided showing a lesion on the pt's left shoulder. The size of the lesion is approx 1 inch by 1/2 inch and could result from a 2nd or 3rd degree burn. The technologist who performed the scan reported that the pt's left shoulder area was touching the bore. We are unaware of the medical treatment provided by the pt's physician.

Manufacturer narrative:
Complaint no: (B)(4).